Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field for the PMA number was inadvertently populated with p980040 on the initial MDR; the field should have been left blank. Therefore, the information is being corrected in this supplemental MDR report as per the following: section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: product evaluation was performed on a photograph provided by the customer. Displayed was a lens with damage at the edge of the optic body. The extent of the damage cannot be determined from photographic evidence. The complaint issue of dc-lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as per complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: in the report submitted dec 30, 2023 ((B)(4)), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Section d4 - catalog #: dcb00v0235. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon found that the intraocular lens (iol) had a crack in the acrylic during implantation of it into the patient's eye. The unit was prepared with balanced saline solution (bss) as per instructions. No patient damage occurred. They did not notice any deviations during preparation and implantation. Bss solution with gentamycin additive was used to fill the injector. The capsule bag was filled with biovis 1.6%. The lens remains implanted. Through follow-up we learned that the scratch on the lens is not in the visual axis of the patient (more at the edge where the capsule is), so he is not affected by it. The operating staff noticed the scratch occurred towards the end of the procedure when the back haptic was moved through the inserter. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefor not explanted section e1 - telephone number: (B)(6) section h3 - other (81): the intraocular lens(iol) was not returned for evaluation because it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.